Manufacturer narrative:
A ge representative evaluated the system and reseated the cable connections between the display adapter and the image processor, and adjusted the 12 volt power supply. System operates as intended.

Event description:
The customer reported the system monitors are dimming during exams and becoming unusable. No pt injury was reported.